Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) intermittently lost communication with the ilet while the dexcom app continued to display glucose, and pairing was reinitiated by restarting the device, indicating a signal loss to the ilet consistent with an intermittent communication failure potentially involving the antenna component. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components associated with electrical and magnetic function and the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a transient communication interruption or bluetooth interference resolved with standard troubleshooting.